Event description:
In (B)(6) of 2012, I had the essure birth control device implanted. Since then I have had increased pelvic pain, bleeding and clotting during periods, weight gain, lethargy, flu like symptoms, headaches that last for days and worsen.